Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12128. It was reported that the patient developed an infection. The entire system was explanted. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.